Event description:
It was reported by the patient that they experienced "three different episodes" since implant. The patient also experienced pain and "feels funny" near implant. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.